Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided once available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was connection error and it did not take pictures during an unspecified procedure involving an olympus colonovideoscope. There were no reports of patient injury.